Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy procedure, the instrument was loaded perfectly with the reported reload. It responds to the loading of the same and the oled screen is advancing in the information relevant to each step. The jaw of the load was closed, the safety button was pressed to enter the firing range, the device flashes with the green light that indicates being in the firing range but when the button is pressed to fire, the blade does not advance. The load was change with another reload from a lot other than the affected one and the case proceeded with the normal surgery. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.